Event description:
During an unk procedure, it was reported by the affiliate that the staple was malformed. There was no consequence to the pt.

Manufacturer narrative:
D6: info not applicable. H2: added additional info.